Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). H3: analysis of the wireless recharger (s/n: (B)(6)) found the recharger was unresponsive and would not connect to a handset or blue magic. The battery lights were scrolling continuously and flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger does not charge the implantable neurostimulator (ins). The battery indicator light where it indicates the charge of the charger, instead of a fixed light signal, it is displayed in a disordered way and it is not possible to charge the patient's ins. Since the patient has been unable to charge the ins, they had a return of parkinson's symptoms because the patient lacked therapy. No mechanical damage to the loader was observed, such as falling or misuse. System in perfect apparent condition. Malfunction of the device in its electronic structure making it impossible to recharge. The patient, as well as his/her family member, are able to smoothly manage the recharging and operation of all the equipment provided. On-site reset attempts have been made more than once without success. With the recharger on and off the base. The wireless recharger no longer charges at the base either. The issue has not been resolved at the time of the event. Additional information was received from the manufacturer representative (rep) that the cause of the wireless recharger not charging the ins was not determined. A spare recharge system was borrowed to continue therapy. The issue was resolved.